Manufacturer narrative:
Product analysis results: device evaluation found that the unit failed the tribo-electric test and the cable shorted.

Event description:
It was reported that the unit does not always return a waveform (nerve response) to the main system, when other units conduct and respond appropriately. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.